Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had power failure .

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5, e2, g2. Additional information: (B)(6). Customer complained that the unit would display failure code 14 at start up. I inspected the unit and was able to verify the failure code. I went in to the diagnostics and tested all of the start up and speed out puts of the compressor with no issues I completed all calibrations and diagnostics testing with no further issues. I then attached the balloon and simulator to the unit and started the pumping process. I let the unit run for over an hour with no issues and then I powered the unit down and powered it on and off several times to try to get the failure 14 to initiate again. The unit performed as expected with no further issues. I approved the unit for clinical use and returned to the department. I waited until after the weekend and had the user power the unit back on to ensure that there were no further issues. Once powered back on, the unit started up normally.

Event description:
N/a.